Event description:
A journal article was received which contained information regarding this patient¿s implanted epicardial ventricular lead. The article indicated that seven months after implantation, the lead showed an increase in pacing thresholds, and a decrease in the r-wave amplitude. Pacing ¿abnormalities¿ were also seen on the electrocardiogram. The lead was explanted and replaced. There were no patient complications as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: cardiac pacing in a patient with mechanical tricuspid valve. Pol. Arch. Med. Wewn. 2015;125:1-2. (B)(4).